Event description:
(B)(4). After having the procedure done, I had a gush of green fluid from my vagina. Since every month I have heavy bleeding, spotting in between periods, headaches, painful joints, inflammation, back pain, hair loss, brain fog, fatigue, and vaginal infections.